Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the software functioned as designed. No system checkout performed as the issue was resolved by rebooting the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection. It was reported that when the site went to register localizer was not connected error message was displayed. Exiting out of the software and restarting the software was unable to resolve the issue and the wireless mouse was not working. Restarting the navigation interface unit (niu) and computer resolved the issue. There was no known impact to patient. There was a reported delay to the procedure of 10 minutes due to this issue.